Manufacturer narrative:
(B)(4).

Event description:
Nurse/certified diabetes educator contacted dexcom on behalf of trial patient (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an out of range error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) date of event - correction, describe event or problem - correction/additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
Nurse/certified diabetes educator contacted dexcom on behalf of trial patient 04/14/2016 to report that on (B)(6) 2016, the patient experienced an out of range error. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of an out of range was not confirmed. A root cause could not be determined.